Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient used a "supersonic machine to clean medical equipment" and received a weird feeling in 2015; they haven't had any other issues with the device or equipment. No further patient complications have been reported as a result of this event.